Event description:
Customer alleged the battery dies quickly, chair jerks, and cuts off. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m41srr, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is stated as gearbox being replaced. The consumer stated that his m41srr power chair allegedly jerks and shuts down. He has allegedly been stranded in public. The batteries allegedly die quickly. No injury.